Event description:
On (B)(6) 2010, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra meter continued to revert to the setup mode. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6) 2010 at 6pm. The patient advised the cca she manages her diabetes with insulin (type/ amount not specified). It is not known what action the patient took at the time of the alleged product issue. At 1130pm, after the start of the alleged issue, the patient claimed she felt symptoms of "shaky and spacey." The patient immediately took a glucose tablet/ glucose gel as treatment. At the time of troubleshooting, the cca noted there was no misuse of the subject meter and batteries were previously replaced a week prior to contacting lfs. The cca walked the patient through resolving the alleged product issue. Replacement products were still sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the clips started falling out of device. The problem occurred about the 11th or 12th firing and the stray clips were able to be removed through the trocar. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Dropping or ejected clip. The analysis found that the device was received empty and locked out. Further inspection found that the jaws had become yielded, which caused that the clips were ejected. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.